Event description:
A malfunction was reported by the customer, identified with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer service provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer understood they should contact support if the issue recurs.